Manufacturer narrative:
The investigation into the reported purge leak and purge system blocked alarm was completed. The device was not returned for evaluation. The root cause remains undetermined as the device was not returned for evaluation. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 49-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced a purge leak while sodium bicarbonate was being used for the purge solution. A purge bypass was successfully performed. On day 54 of support, the patient was noted to have a purge blocked alarm. The patient was administered two doses of tissue plasminogen activator (tpa) without success. The patient was subsequently changed back to sodium bicarbonate due to bleeding issues. No further information was provided. There were no reports of harm to the patient.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-03005 was provided.

Event description:
Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).